Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had a blank screen but did have audible tones. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen illuminated to normal contrast and was functioning appropriately. The reported complaint was not duplicated during testing. Unrelated to the complaint, a review of the pump history indicated multiple call service alarms following a ¿low battery¿ alarm. The vibratory motor failure was observed. The pump was opened; corrosion and moisture was found on the vibration motor and on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.